Event description:
Rptr indicated a vns therapy pt is being referred to surgeon for explant of the device. The reason for the explant is exacerbation of asthma and painful stimulation. Good faith attempts to obtain add'l info have been unsuccessful to date.